Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue as a needle to cuff miss was noted. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, pre-placement of the first prostyle device was successful. When attempting to pre-place the second prostyle device, a cuff miss [suture retrieval issue] occurred. This occurred with a total of nine devices in succession. The use of the pre-close technique and prostyle devices were abandoned. The procedure was converted from percutaneous to open surgery. Hemostasis was achieved with surgical intervention. A clinically significant delay occurred as a result of switching to open surgery and the anesthesia performed on the patient was changed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.